Event description:
The patient reported experiencing hyperglycemia after approximately 4-24 hours of pod wear, with blood glucose levels rising to approximately 492 mg/dl. After confirming the elevated glucose level using a blood glucose meter, the patient removed the pod and reported that no cannula was visible. The patient stated she did not notice a needle insertion sensation when initially applying the pod, suggesting a potential needle deployment failure. After replacing the pod, blood glucose levels gradually began to decrease; however, the customer reported she continued to feel unwell, experienced moderate to large ketones, and sought medical attention. Symptoms reported at the time of seeking medical attention included nausea, dizziness, stomach pain, sweating, sleepiness, difficulty walking, and feeling ¿drunk¿ or ¿weird.¿ the patient presented to the emergency room on or around (B)(6) 2026; however, the exact date could not be consistently recalled. She remained in the emergency room for approximately nine hours and was discharged on or around (B)(6) 2026. Reportedly medical staff indicated the patient¿s condition was very close to, or the beginning of, diabetic ketoacidosis. Treatment provided included intravenous insulin, with blood work and venous blood gas testing conducted.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. The pod arrived in pod state 2 delivering 0 pulses indicating that the pod was first activated during the investigations. Upon manual rotation of the soft cannula the soft cannula was successfully deployed. Inspection of the returned device found no indication of fill and no damages or manufacturing defects were observed. No missing components were observed. No problems were found regarding the reported packaging complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.